Event description:
The pt reported that she looked at her infusion set tubing and noticed that it was broken off at the luer lock connection. She reported that it had been in use for 3-4 days. She reported that it did not affect her blood glucose values. The pt changed her infusion set. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for eval. The pt did not have any product specific info available.